Manufacturer narrative:
Device is a combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 05:45 pm CT. The report number is being corrected from: 2134265-2018-64376 to: 2134265-2018-63853.

Event description:
It was reported that stent damage occurred. The 80% stenosed, moderately calcified and moderately tortuous target lesion was located in the right coronary artery. After 6f mach1 guide catheter was placed, a 20 x 3.50 promus premier select drug-eluting stent was advanced. However, the stent strut was noted to be sticking out during insertion into the guide catheter and the device was removed. The procedure was completed with another of same stent. No patient complications were reported and the patient was stable. P select ous mr 20 x 3.50mm stent delivery system (sds); was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage; the mid-section of the stent. The undamaged crimped stent od (outer diameter) was measured and the result was within the specifications. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks. There were no issues found on the shaft polymer extrusion or the tip. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 80% stenosed, moderately calcified and moderately tortuous target lesion was located in the right coronary artery. After 6f mach1 guide catheter was placed, a 20 x 3.50 promus premier select drug-eluting stent was advanced. However, the stent strut was noted to be sticking out during insertion into the guide catheter and the device was removed. The procedure was completed with another of same stent. No patient complications were reported and the patient was stable.